Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a series of severe low blood glucose events, including an episode with a lowest cgm reading of approximately 40 mg/dl that lasted about 40 minutes, with oral glucose intake reported as sipping orange juice; the user noted not eating lunch before the event and typically not eating before bed, and review of device data indicated a rise to about 144 mg/dl with a low cgm target followed by minor correction preceding the low, with the medical device problem and device component details not determinable from available information. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention in the form of carbohydrate treatment. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no specific findings and insufficient information regarding any device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.